Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned device consisted of a sterling balloon catheter with no other devices. Inspection under magnification revealed a pinhole in the balloon material 9mm from the distal edge of the proximal markerband. There were no irregularities in the balloon material that could have contributed to the tear. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that balloon leak occurred. The target lesion was located in the severely tortuous carotid artery. A 3.0mmx20mmx135cm sterling¿ balloon catheter was used for pre-dilation. The balloon was inflated; however, the balloon was not able to dilate the lesion enough. The physician attempted to perform the second inflation; however, contrast media leakage was noticed during fluoroscopy. The procedure was completed with this device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon pinhole.